Event description:
It was reported that the vein stripper's head became disconnected from the cable while stripping the pt's vein. Fluoroscopy was required and an additional incision was made to retrieve the head.